Event description:
It was reported that a spectrum infusion pump did not recognize open door during an specified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation. During functional testing, the reported problem "does not recognize open door" was reproduced. Visual inspection found the upper latch switch spacing was out of range. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the upper latch switch spacing out of range. The upper latch switch required to be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.